Event description:
Procedure: laparoscopic distal gastrectomy. According to the reporter: idrive signal blinked green light after surgeon pushed the green button. Surgeon pushed blue button for firing but cartridge was not fired. Idrive status signal showed blue without firing. The tissue was not damaged. The pt did not get injured and there was minimal blood loss. No reinforcement material was used.

Manufacturer narrative:
(B)(4).